Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Part of the electrode lead was visible in the user's ear canal during otoscopy. User has a long history of bilateral canal wall down mastoidectomies due to chronic middle ear disease. It is thought that the canal wall down mastoidectomy was the reason for the lead extrusion. The device was explanted. Per explantation report, the package of the implant had migrated down to the base of the skull/upper neck area.

Manufacturer narrative:
Conclusion: according to the available information, the active electrode lead was visible in the ear canal. The surgical procedure performed at implantation was a canal wall down approach, which is known to bear the risk of electrode extrusion by breakdown of the epithelial lining of the auditory canal. Reportedly the recipient was a non-user due to late implantation and never benefitted from the device. In addition, a cholesteatoma and migration of the implant housing could be seen during removal surgery. During investigation the available parts of the device work within normal limits. Damages found are attributable to the removal surgery. This is a final report.

Event description:
Part of the electrode lead was visible in the recipient's ear canal during otoscopy. Recipient has a long history of bilateral canal wall down mastoidectomies due to chronic middle ear disease. It was thought that the canal wall down mastoidectomy was the reason for the lead extrusion. The device was explanted on (B)(6) 2020. During explantation the mastoid was cleaned, and a cholesteatoma was found which was removed during the same procedure. It was also observed that the package of the implant had migrated down to the base of the skull/upper neck area.